Manufacturer narrative:
The occupation of the initial reporter (patient) was not known at the time of this report. The appropriate option considered is "patient". If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported difficulty charging the controller. It was reported that the controller depletes too fast and it was being charge too often. The patient reported that when the controller gets plugged at night and charged to 100% and unplugged, the battery gets depleted by morning. The patient reported that they were having difficulty recharging the neurostimulator and was sent a new battery and everything seemed to be working fine prior to the controller issue. The patient reported that they must charge the ins every day. The patient reported that they charge the ins but when they wake up in the morning, it is down. No patient complications have been reported because of this event.